Event description:
Caller states, the patient tested 6.7/7.1 inr on the coaguchek xs system and 5.09 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.